Event description:
The user facility reported the device was intermittently delivering energy during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully with no surgical delay. No medical intervention or adverse consequences were reported.

Event description:
No new information.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.correction: it was determined this is not a reportable event upon further investigation.